Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. Vascular access was obtained via the radial artery. The 70% stenosed target lesion was located in the severely calcified mid to distal left main artery to the proximal left anterior descending artery (lad) and an 80% stenosed lesion in the proximal to mid left circumflex (lcx). After a 1.5 rotalink plus was engaged to the distal left main to proximal lad and a non-bsc guide wire crossed the lesion, pre-dilation was then performed with a 2.5 x 12 mm non-bsc balloon catheter. Subsequently, a 3.50 x 32 mm promus element ¿ drug-eluting stent was implanted to the target lesion. When post-dilation was performed using a 3.5 x 12 mm non-bsc balloon catheter, it was noted that the proximal part of the stent was deformed. Multiple attempts to post-dilate to make the stent straight but it was unsuccessful. A 4.0 x 15 mm non-bsc stent was deployed to correct the deformed stent and established timi 3 flow and the procedure was completed. No further patient complications were reported and the patient's status was stable.